Event description:
It was reported that a vns patient was scheduled for re-implant surgery due to unknown reason. Moreover, further information was received from the explanting facility indicating the patient had undergone generator replacement surgery due to generator migration which caused the patient pain. At the moment, good faith attempts to obtain additional information regarding the migration and pain events have been unsuccessful to date. However, the explanted device was returned to the manufacturer and currently undergoing product analysis.